Event description:
Smoke was coming out of hand control with heat setting off. Cushion was on low setting. Cushion was hot to touch but had no visible signs of burning. There was no injury to user or property other than cushion.